Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have pain, shortness of breath, bone spur-obstruction, kidney cyst and dry eyes. The patient underwent multiple surgeries in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously reported on this device in MDR 2518422-2021-07487. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death, hospitalization (initial or prolonged), other serious or important medical events and required intervention to prevent permanent impairment/damage. Section h1 has been also been updated to reflect the death. Section h6 health effect - clinical code and health effect - impact code has been updated in this report.